Manufacturer narrative:
Medtronic requested clarification on the event date, but no information was received. The date of event used was arbitrarily chosen based on when the information was received. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this annuloplasty ring, the patient received a permanent pacemaker implant. The indication for pacemaker implant is unknown. No additional adverse patient effects were reported.